Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer stated the unit cracked along the seam. No injury or property damage reported.